Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the unit had an inconsistent and poor sealing. Blood transfusion was needed as a medical intervention for the patient. No further information is available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received. External inspection found the unit in good condition. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.